Event description:
It was reported that the right ventricular (rv) lead was fractured. There had been a sudden drop in the previously stable r-wave amplitude, from 5.5-6 mv down to 2.5 mv. There was no signal noise and shock impedance was normal; however, pace impedance had increased over the past week to between 1,900 ohms and 2,000 ohms. X-ray revealed a fracture. The rv lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.